Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in a second inappropriate shock. The first shock was delivered approximately six months prior and the device was reprogrammed to the secondary vector at that time. An x-ray was performed and noted that the electrode position could be optimized, however remains unchanged from implant. The device was tested with provocative maneuvers with noise able to be reproduced. The device was subsequently reprogrammed to the primary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.